Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Three (3) attempts have been made to ascertain additional patient/event details is recorded as follows: (B)(4) 2014, first and second attempts via outbound follow-up call @ 1140 and @1614 left message; (B)(4) 2014 third attempt via outbound follow-up call@1658; left message. It is reported that the treating allergist requested a sample of the aquacel ag surgical dressing which the territory manager provided. Lastly, report states that the complainant has confirmed that product lot number is not available, not able to be retrieved. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the patient's knee presented with blisters associated with the aquacel dressing post total knee arthroplasty surgery. No further information is available regarding injury/harm to the patient or any medical intervention.